Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for a non sustained lead noise episode. The far field channel failed to sense the pvcs resulting in the non sustained lead noise trigger. The device was reprogrammed successfully and remains implanted.